Manufacturer narrative:
There were no samples returned by the user facility. Retention samples were tested and met specifications. Batch record review indicated there were no remarks related to this complaint in the records. There were no remarks concerning the production process for this lot. All results of this lot's chemical and microbiological tests were within specification. The reports from this facility are the only reports that have been received for this lot number. Add'l info was requested on 04/03/2007 and 04/09/2007.

Event description:
A surgeon reported twelve patient's experienced corneal edema, following cataract surgeries performed by two different surgeons, during a 6 week time period at one facility. Eleven of the twelve pt's have recovered. The one remaining pt is expected to recover within a week. This is one of twelve medwatch reports being filed for this report. MDR ref. Numbers associated with this report are 3002037047-2007-00012 through 3002037047-2007-00023.